Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed a hematoma in the epidural space. The hematoma was drained and there have been no reports of further complications regarding this event.